Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the voltage to the power switching board was lost. The lift-n-shift was suspected as the root cause of the voltage lost. A replacement pump and board were then shipped to the representative. The representative then returned to the site on 1 february 2017 to perform the replacement. The imaging system then passed the system checkout and was found to be fully functional. The suspect pump and board have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a system checkout, the gantry of the imaging system lost all motion and would not move when prompted by the user. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The power switching board for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found when installed in a known functional imaging system. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The suspect pump has been received by the manufacturer for evaluation. The reported issue could not be confirmed as the pump failed visual inspection and oil leakage from threaded connection on top of pump.